Manufacturer narrative:
Address: (B)(6).

Event description:
It was reported that the patient had gastrointestinal (gi) bleeding and melena on 14apr. The patient was placed on centrimag right ventricular assist device (rvad) support after implant. Emergency upper endoscopy and colonoscopy were performed to clip bleeding source. During the procedure the patient became drowsy non-responsive and saturation went down, requiring switch from rvad to extracorporeal membrane oxygenation (ECMO). Patient is now in intensive care and hemodynamics look stable. Related manufacturer report number #2916596-2021-02231.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20mar2021. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Additionally, this section cautions that right heart failure can occur following the implantation of the pump. Right ventricular dysfunction may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.